Event description:
During rf procedure, a warning 06 occurred. The customer did not have a back-up available therefore, the case was cancelled and rescheduled. No other information is available at this time.

Manufacturer narrative:
Device has not been returned for evaluation therefore, no determination could be made for the reported device failure.